Manufacturer narrative:
The device was not returned for analysis, which precluded a full investigation and analysis. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the marker applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide warnings and precaution language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Additional information regarding patient follow up care is unavailable. However, due to the potential subsequent procedure and/or other treatment intervention, we are submitting this medwatch report. Device discarded by customer.

Event description:
The sales rep in (B)(6) reported that when the doctor removed the marker the distal tip of the marker got cut and stayed in the breast. A 9mm piece was left inside the breast. They tried to remove the tip of the marker with some forcep but did not work. The patient was treated with antibiotic because the patient skin was getting red at the biopsy site. Patient planned to meet with surgeon on (B)(6) 2013.